Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin squirted out during fill tubing. Customer stated that the screen had some scratches, sometimes the back light does not work, insulin pump received no delivery alarms. The insulin pump was not returned for analysis.

Manufacturer narrative:
Device passed self test, rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No unexpected no delivery alarm, a33 alarm or back light anomaly noted during testing. Device had minor scratched lcd window. (B)(4).